Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was inserted into a patient's eye, the surgeon noted that there was a scratch from 10 o'clock to 5 o'clock. The lens was cut and removed with no harm to the patient. Another lens was implanted instead. The surgeon declined to provide further details.